Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range from 300- above 600 mg/dl with large ketones present on occasions. The customer would bolus to stabilize bg level. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.